Event description:
It was reported that the user did not announce a meal while using the ilet system, and blood glucose trended down from higher postprandial levels to approximately 101 mg/dl with a downward trend indicator about two hours after the last insulin dose, with insulin on board of about 1.35 units; subsequent sensor reading was 119 mg/dl, and the agent advised that insulin on board would process without further issue. Symptoms included a downward-trending glucose level without reported hypoglycemic symptoms. Outcomes included no reported injury, no healthcare utilization, and no hospitalization. Investigation included troubleshooting and user education regarding meal announcements and postprandial glucose management. Investigation of this case revealed user-related use error due to a missed meal announcement, with device performance considered consistent with design and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.